Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b2, b3, b4, b5, d2, d6, d10, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a complete left knee revision approximately two years ago due to instability, pain, and swelling. Surgeon notes synovium had evidence of metallosis, scar tissue of extensor mechanism, loose poly and not engaged in tibial tray. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. The root cause of the reported event can be attributed to a user error. Medical records review indicates that patient exhibited with ongoing pain, instability and swelling; visual evidence of metallosis with negative test results; fibrous tissue around extensor mechanism; poly found to be loose and not fully engaged in tibial component; all devices explanted with competitor system implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products associated products : unknown nexgen tibial tray, unknown nexgen femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01556, 0001822565-2021-01557.

Event description:
It was reported patient underwent a complete left knee revision approximately 2 years ago due to ongoing knee and hip pain, and fluid on the knee, which required aspiration on several occasions. Dates of aspirations are unknown.